Event description:
Reporter indicated that the patient began to experience a jolting feeling on their left side in their neck, chest and leg areas when the vns was stimulating. The patient also complained of a pulling feeling on the left side of their neck. The patient used their magnet to turn the device off and then suffered a grand mal seizure. Further investigation revealed that the patient's generator and lead were replaced. The patient was reportedly doing well with their original ncp system prior to the development of the jolting feeling and was having great seizure control prior to 2002. It was reported that the patient's seizures were not as frequent or severe with the vns. Since 2002, the patient had an increase in seizures similar to frequency pre-vns. It was reported that the patient's parameters were adjusted in 08/2001 because the patient was having small twitching motions, but it was not determined whether this was related to the vns. Attempts to obtain additional information have been unsuccessful to date.